Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm seguin semi-rigid saddle ring was chosen for a mitral valve repair. The ring was implanted, but regurgitation did not subside. The ring was removed by open heart surgery, and a new non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 30mm seguin semi-rigid saddle ring was chosen for a mitral valve repair. The ring was implanted, but regurgitation did not subside. The patient had been taken off cardiopulmonary bypass (cpb) and was placed back on for further intervention. The ring was explanted, and a new non-abbott valve was implanted. The patient was reported as stable.

Manufacturer narrative:
An event of regurgitation was reported. The device met all visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.